Event description:
Healthcare professional reported "one of the implants had a small hole in it after we filled it." Device was not implanted. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "one of the implants had a small hole in it after we filled it." Device was not implanted. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. White particles inside of the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to broken device were observed.